Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was placed on an in-house system and was run in normal mode. The reported c-34 error was confirmed and replicated. It was noted both monopolar slots worked.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) went on site and confirmed the reported issue. The fse replaced the erbe to resolve the issue. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, it was stated that the monopolar was not working. Also, they were getting c-34 errors from the erbe generator. The technical support engineer (tse) suggested to power cycle the erbe generator. After power cycling the erbe, they were still getting c-34 errors. The tse suggested that they try an alternate electro surgical unit (esu), but they did not have a spare. The customer said that they may go and get their other da vinci vision side cart (vsc) to complete the procedure. There was no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.